Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's extensions wires had shredded and pulled out of the ipg from the cervical scs system. Patient underwent surgical intervention during which the extensions were explanted and replaced. Therapy was restored post-op.